Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer loaded another cartridge onto the pump to resolve the issue and insulin delivery was resumed.